Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune conv shim sz5 10mm has broken and needs to be replaced. It was not used in surgery.